Event description:
It was reported that these deep brain stimulation (dbs) devices were explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the dbs patient underwent an explant procedure due to an infection. According to the physician assessment, the infection originated around the lead extensions and subsequently spread to the implantable pulse generator (ipg) site. Due to a non device related medical condition, the patient tends to scratch and pick at wounds; the physician indicated that this occurred and the infection began to develop. According to the physician, methicillin resistant staphylococcus aureus (mrsa) was confirmed. The patient was placed on antibiotics. The explanted devices will not be returned for analysis. Postoperatively, the patient was doing very well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5001249. UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5001880. UDI: (B)(4).

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that these deep brain stimulation (dbs) devices were explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.